Event description:
High blood glucose levels [blood glucose increased]. Sequences of the operating error[device misuse]. High blood glucose levels occurred before with the same device. [Blood glucose increased]. Case description: medical device information: this spontaneous case from foreign country, was reported by pharmacist as "high blood glucose levels", "sequences of operating error" and " high blood glucose levels occurred before with the same device" and concerns a female pt treated with actraphane 50 penfill using a novopen 4 from unk date in 2009, due to insulin-requiring type 2 diabetes mellitus. Pt's height: not reported. Medical history: not reported. From an unk date the pt could not operate the novopen 4 , therefore, she stopped the injections. The following month, the pt experienced blood glucose levels higher than 300 mg%. Four days later, the pt collapsed on the street and died on the same day. Prior to the fatal event, the pt had experienced high blood glucose levels with the same device. The pt injected herself and had been trained in use of the device, she performed airshots and only used the needles once. The suspected products were stored properly. The pt had previously used actraphane 50 novolet, but had to switch to suspected product and device as the novolet was no longer available. According to a phone call from the pharmacist, the pt did not inject anymore as she did not get along with the device and eventually she died at home. No name of any physician available. Product: novopen 4. Lot no.: vv40571. Device conclusion: technical, visual, and functional examinations were performed. The pen jams as a result of broken glass parts observed in the internal pen mechanism. The glass parts most likely come from a broken penfill used with the pen. Furthermore, the penfill cartridge holder has marks and is heavily scratched which also indicates the use of a cracked or broken penfill. The observed problem could not be related to any novo nordisk processes. Because of the condition of the pen observed during the investigations, it is not possible to perform a dosage performance test involving this pen.

Manufacturer narrative:
This is a final report, as no further information is available. Comment: company comment: pt died due to unk reason. Only limited information is available; no medical history, no concomitant products and no alternative aetiology have been reported. The likelihood of other confounding factors being present at the time of her death. As the pt stopped injecting the insulin her diabetes was most likely uncontrolled. However, it is unk for how long the pt did not take her insulin and the blood glucose levels at the time of event was not reported, but extremely high levels of blood glucose can cause potentially fatal complications such as diabetic ketoacidosis.